Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis (pd) therapy, resulting in air in the abdomen. The air was manifested by stomach pains. During the prime cycle, the patient would attach the solution bags to the cassette but the patient did not open the clamp to the patient line. After the priming was done, the patient would then open the patient line and attach it to the transfer set and start therapy. The patient was not hospitalized for the event. Four days after the event onset, the patient had the air expelled from the peritoneum via a needle extraction. Dianeal therapy remained ongoing. It was not reported if the patient was retrained on proper pd therapy technique; however, the baxter technical service representative verbally explained to make sure the patient line is opened and primed fully before attaching it to the transfer set. At the time of this report, the patient had not recovered. No additional information is available.